Manufacturer narrative:
Section b3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient a cerebrovascular accident in (B)(6) 2025 and was taken of anticoagulation medication. The patient was said to also have a history of methicillin-resistant staphylococcus epidermidis (mrse) bacteremia on (B)(6) 2025. The patient received multiple intravenous (IV) antibiotics, including daptomycin, cefepime, ceftaroline, rocephin (ceftriaxone), ertapenem, meropenem, micafungin, and vancomycin.